Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond resistance test. Measured main ground bus resistance from door post to power entry module rear ground prong and encountered resistance was 105 milliohms. Performed inspection of the door ground post and encountered loose door ground post screw. Tighten door ground post screw and re-measured main ground bus resistance from door post to power entry module rear ground prong and resistance measured 8 milliohms. The assignable cause for the rite electrical test failure of ground bond resistance was determined to be caused by poor connection of the door post. The door post assembly will be scrapped. Device was sent to servicing.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.